Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/17/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/29/2015 with the following findings: the original complaint could not be duplicated or confirmed. The pump was returned with no damage on the keypad and all the keypad buttons operating appropriately. The keypad cover was removed and there were no button contact defects observed. Unrelated to the original complaint, moisture was observed in the pump. The leak test was performed and the device failed the test due to a display lens leak. The pump was opened and there was moisture present internally throughout the pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.